Manufacturer narrative:
No product was returned, as the tibial tray remains implanted. A search of the complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Info provided indicates that the pt may have had an old plateau fracture. It is also indicated that it is not suspected that the product failed to meet specs or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During the cementing of the tibia, the tibia fractured.